Event description:
The nurse applied pico to abdomen of patient with port directly on wound and port toward feet. Exudate covered the port and did not allow negative pressure to be disbursed throughout dressing. Patient developed blister under port.